Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the shock channel during review of the electrogram (egm). Device data was sent to rhythmcare for review. Data review determined this device exhibited oversensing of myopotential noise resulting in a recorded atrial tachy response (atr) episode. Further review of the device data determined pacing was delivered during the ventricular repolarization. Rhythmcare then discussed programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.